Event description:
Keofeed/nj (nasojejunal) tube holder sticker failed. During rounds, sticker was found off the nose. Patient had been mittened and not pulling on feed. Patient visible from rn (registered nurse) desk. Sticker had been replaced by nightshift at 0600. By 0900, the sticker was noted to be off the nose and falling off the tube. Shift report reported that sticker was constantly being changed due to failure. New sticker applied and option to use bridle brought up with app/md (advanced practice provider/medical doctor).